Event description:
Complainant alleged that during a routine shift check by a clinician, the attached defibrillator prompts to install pads when they are already connected. Complainant indicated that there was no patient involvement in the reported malfunction.